Event description:
Product surveillance contacted the caregiver (cg) on (B)(4) 2012, regarding a check lines and bags alarm. Per the cg, she started over with new supplies. The cg did notice a leak where the y adapter that was connected and did not get any solution on her. Since then therapy has been going well. There was patient involvement but no patient injury or medical intervention was reported. On (B)(4) 2012, product surveillance contacted the home patient (hp). The hp stated they did not notice any defects on the y connector. The hp stated they did not know whether the leak was coming from the y connector itself or the lines from the cassette or bags connected to it. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of leak was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.